Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. Reportedly, the customer is using cold insulin. Tandem clinical support informed the customer that cold insulin is off label per the tandem user guide. Customer continued to use pump for insulin therapy. Customer's blood glucose was over 300 mg/dl.